Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error and buttons was stick. The customer¿s blood glucose level was unknown. Customer stated that there was crack in screen and motor stops sometimes when rewinding. The insulin pump will not be returned for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device passed self test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No motor error alarm, prime or fill or rewind anomaly noted during testing. Device had cracked lcd window. The reservoir tube lip was tested with the test reservoir locked in place properly and no anomaly noted. Motor passed motor test.